Event description:
It was reported that a one-link device leaked. This occurred during a CT scan, while contrast was being injected with a power injector. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.